Manufacturer narrative:
Intuitive surgical, inc. (Isi)received the 8mm large hem-o-lok clip applier instrument to perform failure analysis. The instrument was analyzed and found to have a broken main tube at the middle of the instrument. No material was found missing. Components adjacent to this broken main tube do not show damage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm large hem-o-lok clip applier instrument was unable to close the clip. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported.